Event description:
The customer's mother reported her son blood glucose was reading between 250mg/dl to 300 mg/dl but his bg was mostly in the 250mg/dl range for less than 24 hours after the pod was activated. She noticed the needle had not retracted back into the pod. At the time of the pod removal she stated the needle then retracted back into the pod and she believes the needle was stuck there whole time the pod was worn.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism issue (fail to retracted), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.